Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration subsequent to sustaining a head injury in 2016 (specific date not reported).